Event description:
On (B)(6) 2012, an adverse event post radiesse injection was reported to merz's sales representative by dr (B)(6) who also spoke with dr (B)(4), merz aesthetics consulting physician. The patient has been injected with radiesse and the had a long dental procedure. Dr (B)(6) was concerned about what she thought was an infection. On (B)(6) 2012, dr (B)(4) provided his consult summary, "infection most probably due to bacterial spread from the dental work. Cipro antibiotics and no steroids. Radiesse product has nothing to do with the infection but because it is still a foreign body, the infection got to the injection site. The injection started few days after dental work and 2 week after radiesse injection."

Manufacturer narrative:
Despite multiple attempts to obtain additional patient, product and event information including patient's recovery status, none was received. The device history records for radiesse were not reviewed, the lot number was not provided by the physician.